Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on patient's colon in a colectomy, the jaws of the device locked on tissue. Surgeon used another stapler to resolve the issue. No patient injury.